Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. Hospital would not release old ipg.